Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced an inability to switch to 3d during a therapeutic total prostatectomy under laparoscopic procedure. The customer stated that the subject device remained in 2d on the screen, and it was confirmed there were no issues with the button. There was a report of a delay of 20 minutes while the patient was under general anesthesia due to the reported issue. However, the procedure was completed using a similar device. There were no reports of patient harm, injury, or death associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ the video cable was broken and therefore the 3d image had defects or was not displayed. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope experienced an inability to switch to 3d during a therapeutic total prostatectomy under laparoscopic procedure. The customer stated that the subject device remained in 2d on the screen, and it was confirmed there were no issues with the button. There was a report of a delay of 20 minutes while the patient was under general anesthesia due to the reported issue. However, the procedure was completed using a similar device. There were no reports of patient harm, injury, or death associated with the event.